Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Dirt and rust were observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.

Event description:
On initial contact, dentist reported handpiece overheating and burned patient. Dentist noted quarter size burn left on inside of the lower right cheek of patient during quadrant restoration. Dentist used topical treatment in office.